Event description:
It is reported that on (B)(6) 2011, the patient had a PICC placed into the basilic vein of right upper arm. Since the patient felt a pain on right arm, asked for removal of the catheter on (B)(6). At the beginning of the process of unplugging the catheter, the nurse felt some resistance, then the resistance disappeared. When the catheter came out at the scale of 24cm. After the whole catheter came out, the nurse noticed the tip of the catheter was missing at the scale of 3cm, which was located on superior vena cava (equivalent to between the second and third intercoastal). At last, the missing catheter was taken out with the help of ir.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.